Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/31/2016 with the following findings: the pump's black box showed no evidence of short battery life. Low battery warnings were observed in the black box through normal battery usage. The pump powered with the returned battery cap. The battery cap was able to fully tighten however battery cap threads were rounded and damaged. The battery compartment threads were also damaged. The pump's current draws were within specifications. A battery life issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.